Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen. Customer stated that they was trying to change the battery but insulin pump screen was blank. Customer stated that they was not able to get the screen pulled up. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.